Event description:
Meter name: surestep enhanced, strip name: lifescan, meter code: 4, strip code: 4, strip storage: unknown, symptoms: stopped breathing, seizure in ambulance. A patient reported in 2001, the family member called the ambulance and was taken to the hospital due to a seizure via ambulance. Their meter allededly was inaccurately low. The result on their meter was 57mg/dl, 53mg/dl (meter was set in mmol). The result on the ambulance meter was 120mg/dl. The time difference between patient's meter and ambulance meter was unknown. Treatment was unknown. No further info has been reported.